Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had a blank display. The unit was triaged and the reported issue was confirmed. Upon startup the device display was a solid blue. The root cause has been isolated to a malfunctioning lcd. The manufacture date is may of 2007, putting the lcd just over 10 years old. The backlight and lcd were separated as the backlight functioned properly. The lcd was inspected for any fractures along the black strip, none were found. The flex strip was then removed from the device and tested for continuity along each trace. All traces had proper continuity. The lcd was replaced. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 9/6/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that there was an issue with the enteral feeding pump. The display was blank.